Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. During preparation of sheath and catheter, it was noted that the sheath valve was leaking. Thus, the sheath was replaced and the procedure was completed. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. During preparation of sheath and catheter, it was noted that the sheath valve was leaking. Thus, the sheath was replaced and the procedure was completed. No patient complications occurred. The device has been returned for analysis. A pressure bag with 300mmhg pressure. Leak at hemostatic valve. A farawave catheter was inserted when leakage noted. No resistance noted. It was slow drip leak of fluid.